Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Customer provided an image. According to review of the image, valve cap separated or detached from the valve, foam washer and hemo statics valve present in the valve, cap separated from the valve and the complaint was confirmed. The most probable root cause of this issue is manufacturing error. Fi-2022-017 has been initiated to address this issue.

Event description:
During the insertion of the femoral vein filter, the surgeon assembled the dilator with the transport sheath, causing the tail end of the transport sheath to scatter (as shown in the picture). Previously, there were two times when the filter was inserted using products of the same batch number, and the contrast agent and blood flowed out from the side hole through the tee on the transmission sheath for contrast, while the sheath cap was covered.

Event description:
During the insertion of the femoral vein filter, the surgeon assembled the dilator with the transport sheath, causing the tail end of the transport sheath to scatter (as shown in the picture). Previously, there were two times when the filter was inserted using products of the same batch number, and the contrast agent and blood flowed out from the side hole through the tee on the transmission sheath for contrast, while the sheath cap was covered.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.